Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed.   A bezoar is a known complication of a j-tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in spain underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube) and initiated duopa therapy on (B)(6) 2019. On (B)(6) 2020 the patient was hospitalized for vomiting, abdominal pain, and suspected knot in j-tube. On (B)(6) 2020, it was observed that the j-tube was shorter than normal and suspected tube displacement. On an unknown date, the patient underwent an endoscopic procedure to verify device placement. There was no perforation or knot observed on the j-tube, tube length was verified by the nurse to be the correct length, and the patient was discharged from the hospital. On (B)(6) 2020 the patient was hospitalized again for recurring nausea, vomiting, and abdominal pain. The patient was diagnosed with intestinal obstruction, which was caused by the invagination of the digestive tract around the tube. The patient underwent a surgical procedure to remove the j-tube, where a bezoar was observed. The patient was discharged on (B)(6) 2020 and will continue to receive duopa therapy through peg tube.